Event description:
The customer reported that the sys intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer informed that they rebooted the system and the error did not return. The system was tested and found to be working as intended and put back into service.